Event description:
A report rec'd from the USA stated an 840 ventilator experienced a blank display. There was no reported patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) assisted the user facility with troubleshooting the device via phone. The tse suggested to replaced the backlight inverter printed circuit board (pcb). During a f/u, the user facility reported the backlight inverter pcb had been replaced and the device has been returned to clinical use with no further incident. (B)(4).